Event description:
It was reported that five days post stent placement, the stent allegedly got buckled. It was further reported that additional intervention was required by placing additional stents for the reported stent buckling. The patient is reported to be stable.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2023), g3. H11: b3, b5, h1, h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was not returned for evaluation as stent remains implanted. However, x-ray images were provided for review. The x-rays are showing the anatomy of the stent placement site prior and post initial stent placement as well as from the day of the additional stent placement. However, the alleged stent deformation could not be verified. There were no reported issues during the initial stent placement, the lesion was predilated. It is unknown if the lesion was post dilated at the day of stent placement. Based on the investigation of the provided information, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Based on the instructions for use covered stent specific events that could be associated with clinical complications include compression, kinking and insufficient covered stent expansion. Regarding preparation the instructions for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." Based on the instructions for use the covered stent should be post dilated using an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. H10: d4 (expiration date: 01/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five days post stent placement, the stent allegedly got buckled. It was further reported that additional intervention was required by placing additional stents for the reported stent buckling. The patient is reported to be stable.

Event description:
It was reported that some time post stent placement, the stent allegedly got buckled. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 01/2023. Device pending return.